Event description:
It was reported to boston scientific corporation on (B)(6), 2008, that a resolution clip device was used on (B)(6), 2008. According to the complainant, during the procedure, "the device was defective." The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event.

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The suspect device has been received but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. Bsc reference: (B)(4).